Event description:
It was reported that during a coronary procedure, a perforation occurred in the left circumflex (lcx) which required the use of a graftmaster stent. The 2.8 x 19 mm graftmaster was advanced, but failed to cross due to a large angle in the proximal lcx. Balloon dilatations were performed for successful treatment of the perforation. There was a good outcome and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.